Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system could not display fluoroscopic images. This error can result in a loss imaging functionality. There is no report of injury or death.